Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee ceiling system. During an emergency patient procedure, no x-ray release was possible. The patient was relocated to a different medical facility for further medical treatment. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
According to the information provided, during an emergency procedure, x-ray was not possible. As a result, the patient was transferred to another hospital. We have no indications of adverse effects on the health status of patients, users or third parties. Detailed investigation by the analysis of the log files revealed that, during the procedure the system switched into bypass mode, where only continuous fluoroscopy with reduced image quality is available and the acquired scenes cannot be saved and reviewed. Complaint part analysis of the x-ray tube revealed that the anode rotation drive was found to be defective. The root cause for the defective anode rotation drive was found in a too short deceleration time (the time it takes for the bearing to come to a standstill from a given rotational frequency) of the bearing. Due to excessive friction, the bearing moved sluggishly, resulting in insufficient anode rotation. As a result, x-ray functionalities are available in bypass mode only. A defective x-ray tube is determined as the most probable relevant root cause for the non-conformity and the component was exchanged as part of service activity, which resolved the problem.